Event description:
Customer reported the device motor was not working. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed device had low power, coupling damage, loss of pressure and worn hose. The temperature and sound test failed and there was a positive oil leak. The device was repaired and returned to customer on (B)(4) 2013.